Event description:
Customer reported the system is displaying a collimator iris pot error. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator. System operates as intended.